Event description:
It was reported that there was a revision of a right broken trunnion on the stem. Head and stem were revised.

Manufacturer narrative:
The catalog number and lot code of the device was not provided. The device was reported as an unknown meridian #4 4x14 stem. It was noted that the device is not available for evaluation because the patient retained it. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device patient retained.